Event description:
The customer reported twenty-four (24) false positive results with determine hiv-1/2 ag/ab combo test performed using different lots on unknown dates. This MFR. Report addresses test nineteen (19) of twenty-four (24) with unknown lot (quantity: 21). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using fingerstick sample. Confirmatory testing was performed using unknown platform on an unknown date which generated negative result. No additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D4: customer was unable to confirm which of the three lots mentioned below were used in the event. Ln: 0000952265, expiration date 03oct2026, device mfg date: 17jan2025, primary UDI number: (B)(4). Ln: 0000950115, expiration date 28sep2026, device mfg date: 17dec2024, primary UDI number: (B)(4). Ln: 0000952264, expiration date 28oct2026, device mfg date: 08jan2025, primary UDI number: (B)(4). The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D4: customer was unable to confirm which of the three lots mentioned below were used in the event. -ln: 0000952265, expiration date 03oct2026, device mfg date: 17jan2025, primary UDI number: (B)(4). -ln: 0000950115, expiration date 28sep2026, device mfg date: 17dec2024, primary UDI number: (B)(4). -ln: 0000952264, expiration date 28oct2026, device mfg date: 08jan2025, primary UDI number: (B)(4). Ln: 0000952265 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000952265 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000952265, device part number 10732998 / lot 938700. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 0000952265 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000952265, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Ln: 0000950115 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000950115 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000950115, device part number 10732998 / lot 945412. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 0000950115 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000950115, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Ln: 0000952264 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000952264 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000952264, device part number 10732998 / lot 945414. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 0000952264 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000952264, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported twenty-four (24) false positive results with determine hiv-1/2 ag/ab combo test performed using different lots on unknown dates. This MFR. Report addresses test nineteen (19) of twenty-four (24) with unknown lot (quantity: 21). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on unknown date using fingerstick sample. Confirmatory testing was performed using unknown platform on an unknown date which generated negative result. No additional information including patient treatment and outcome was provided.